Event description:
It was reported by the affiliate that the (1) atb35 was used during a gastrectomy procedure and stapled but did not cut. The case was completed with another instrument. There was no consequence to the patient.